Event description:
It was reported that "(B)(6) 2026, the swg was found kinked during use on the patient". The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer-reported guidewire kink observed during use was confirmed through investigation of the returned sample. Visual inspection identified three kinks in the guidewire body. The distal j-bend was misshapen. Microscopic examination confirmed damage to the guidewire body, and both the distal and proximal welds were present and appeared full and spherical. The returned guide wire met all relevant dimensional requirements; however, resistance was encountered at one severe kinked location during functional evaluation, preventing further advancement of the guidewire beyond that point. No manufacturing-related defects or anomalies were identified during the investigation, and a device history record review did not identify any manufacturing-related issues. Upon follow-up with the customer for clarification, no additional information was provided regarding the guidewire kinking or any contributing factors. Based on the condition of the returned guidewire and the report that the damage was observed during use, unintentional use-related damage likely caused or contributed to the reported event. Teleflex will continue to monitor and trend complaints of this nature in accordance with established quality system procedures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, the swg was found kinked during use on the patient". The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".